Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without any prior low battery alarm. The customer¿s blood glucose was 202mg/dl at the time of the incident. The customer reported that the pump is making a beep sound. The customer reported that the new battery resolved the issue. They did a self test and troubleshoot determined that the insulin pump is working as designed. The insulin pump will not be returned for analysis.